Event description:
The field service engineer reported a pump whose main batteries were seventeen discharges below their alarm threshold. It is unknown when this event occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 12 2007. Evaluation summary:the reported condition of a pump whose main batteries were seventeen discharges below their alarm threshold was not confirmed and could not be duplicated. Therefore, no further correction was made. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated.